Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent the ascending and arch aorta replacement for a thoracic aortic aneurysm. Using the elephant trunk technique, two gore® tag® conformable thoracic stent graft with active control system were implanted. On unknown date in (B)(6) 2025, signs of infection were observed, and omentoplasty was performed as a treatment. On (B)(6) 2025, the patient experienced hemoptysis, and computed tomography angiography revealed distal stent-induced new entry (dsine). Emergency re-intervention was carried out, and an additional stent graft was implanted distal to the previous device. Attending physician¿s comments: it is unclear whether the infection originated from the surgical graft or the stent graft. The cause of dsine is also unknown.